Manufacturer narrative:
(B)(4).

Event description:
A PICC was placed on a patient using the vps unit that did not correlate with cxr. Physician radiologist read was 'right atrium' and advised to pull PICC back 4cm. PICC team validated cxr read by reviewing the cxr and stated that the PICC looked 'unarguably deep.' The PICC was pulled back 3cm with a repeat cxr showing svc placement. The local clinician reviewed vps console and showed perfect p wave and p wave amplitude increase, consistent with green arrow to bbe. No orange indicator near bbe at all.

Manufacturer narrative:
Qn#(B)(4). The reported issue "PICC placed on patient did not correlate with cxr" could not be confirmed by evaluation of the returned vps g4 system. The results of functional and electrical testing of the returned console were acceptable. No problem was found with the functionality of the returned console. No chest x-ray images were provided for review. Vascular r and d reported a review of the procedure dataset showed that an environmental noise appears on the console in a repetitive cadence throughout the entire case as underbars as seen in figure 1. On top of the underbars there is also faint noise appearing throughout the doppler image. The noise that appears as underbars was processed by the console and output as an audible beep. The doppler baseline for the g4 occurs at the 0.3k horizontal bar where antegrade flow appears above the 0.3k line and retrograde flow appears below the 0.3k line. As this case progressed the doppler baseline shifted toward the 6k bar and the doppler has an oscillating (rising and falling) profile to it. If the baseline shifts upward the system will be challenged to detect retrograde flow. This is not a typical doppler presentation and as such appears to have been caused by an environmental noise. Vascular r and d concluded the system is picking up environmental noise that appears as the underbars throughout the case. The operator's manual troubleshooting section provides troubleshooting items to aid in reducing or eliminating the noise. Environmental noise is causing the doppler baseline shift that occurred over the course of the case as the console was returned and evaluated by the service department and no issues were found with the console. Given the doppler baseline shift that occurred toward the end of the case when the blue bulls eye was achieved the clinician followed the warning in the 'clinical study data' section of the manual that states: 'once the vps indicates a steady blue bullseye the clinician's decision to confirm tip position with fluoroscopy or chest x-ray should be in accordance with standard hospital practice and the best judgement of the clinician, which should take into account the patient's condition, the experience of the clinician using the vps or similar devices, and the fluid to be infused through the catheter.' The clinician used their best judgement and followed up the case with a confirmatory chest x-ray. A device history record review for the original manufacture was performed by the manufacturing site and did not reveal any manufacturing related issues. A corrective action is not required at this time as user error - unintentional - other caused or contributed to this event. Environmental noise is causing the doppler baseline shift that occurred over the course of the case. No further action will be taken.

Event description:
The customer reports: a PICC was placed on a patient using the vps unit that did not correlate with cxr. Physician radiologist read was 'right atrium' and advised to pull PICC back 4cm. PICC team validated cxr read by reviewing the cxr and stated that the PICC looked 'unarguably deep.' The PICC was pulled back 3cm with a repeat cxr showing svc placement. The local clinician reviewed vps console and showed perfect p wave and p wave amplitude increase, consistent with green arrow to bbe. No orange indicator near bbe at all.